Manufacturer narrative:
The full lead was returned, analyzed, the distal conductor of the lead was obstructed due to a competitor guidewire stuck in the lumen. The analyst noted that once the competitor guidewire was removed the lead passed the guidewire test using a mdt guidewire. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was placed, but then it was noted the guidewire appeared to extend past the distal electrode. Upon closer inspection of the just-removed guidewire, it appeared to not be completely intact; a fragment was left in the lead. The lead and guidewire fragment were removed together and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.